Event description:
It was reported that the patient¿s blood glucose level rose to 600 mg/dl while wearing the pod on their leg for between 4 and 24 hours. The patient recalled receiving a hazard alarm but did not remember the message. The patient removed the pod from their leg prior to seeking medical attention. The patient stated the adhesive was lifting due to leakage of insulin at the pod site, and the cannula was found to be bent. The patient noted blood on the pod adhesive, they experienced itchiness, and there was puss at the cannula insertion site. On (B)(6) 2026, the patient went to the hospital with symptoms including dizziness, fatigue, being nauseous, having a high heart rate, shaking, high bg levels, feverish, no appetite, a migraine, thirst, strange taste, and being drowsy. The patient was admitted to the hospital and was diagnosed with diabetic ketoacidosis and an infection. The patient was treated with antibiotics, insulin, lantus, and they were checked for kidney function. The patient was hospitalized for 4 days and was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis, and infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.